Manufacturer narrative:
No product was returned for investigation. The report of suspected thrombus and a specific cause for the elevated ldh could not be conclusively determined. Review of the submitted system controller log file from the time of the reported event was submitted revealed that the pump appeared to be operating normally. Additional information received stated that a repeat ramp echocardiogram revealed that the left ventricle was adequately decompressing and a computed tomography angiography revealed no evidence of fluid collection around lvad or the driveline. The patient remains ongoing on vad support with no further thrombus related issues. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information received on 03/01/2017 stated that a repeat ramp echocardiogram performed on (B)(6) 2016 showed that the left ventricle was decompressing adequately which would indicate any potential thrombus was not affecting pump function. A computed tomography angiography performed on (B)(6) 2016 revealed no evidence of fluid collection around the lvad or the driveline. The patient was discharged on (B)(6) 2016. Since (B)(6) 2017, the patient¿s ldh levels have been in the 400s u/l. It was reported that the patient¿s ldh has remained stable and no power spikes have been observed upon device interrogation.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years, 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was admitted with a lactate dehydrogenase (ldh) level that was greater than 600 u/l and questionable pump thrombus. A review of the system controller log file revealed trending in pump power and estimated pump flow values that were unremarkable. This pattern observed would not typically be suspect of pump rotor thrombus. It was also reported that a ramp echocardiogram (echo) was performed on (B)(6) 2016 and results were inconclusive. The patient¿s ldh level was still elevated at 796 u/l on (B)(6) 2016. The hospital personnel do not think that the patient is a pump exchange candidate. The patient was on a heparin infusion with aspirin and coumadin therapy for anticoagulation. No additional information was provided.